Event description:
In 2008, the patient reported she received an occlusion message on her insulin infusion device while it was in the run mode. She said she saw a tiny air bubble in her infusion set tubing. She stated she changed to a new insulin cartridge, but when she tries to prime, she immediately gets the occlusion message. She said she changed her infusion headset and tubing about 3 hours ago. To troubleshoot, the patient was instructed to remove the tubing and try to prime, which she did without error. The patient was instructed to change to a new tubing from a different box which she successfully did. On follow up with the patient, she stated she has not received another occlusion message. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.